Manufacturer narrative:
(B)(4). A partial lead was returned in four segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. (B)(4).

Event description:
It was reported that an asymptomatic patient, who had been lost to follow up since implant, presented in clinic when high pacing lead impedance and low r wave sensing were observed. Lead fracture was suspected. The lead was explanted. The patient was stable following the procedure and will be followed normally.